Event description:
The manufacturer received information alleging that while the device was in use, the device rebooted and all the even logs were deleted. No problem with operations after that. The main board was replaced to resolve the issue. During the evaluation of the device at the manufacturer's service center, it was confirmed in the drpt that reboot caused by e-94 had been recorded. The issue with the event logs being deleted occasionally happens with the software 3.6.1. The main board was replaced and the device was overall checked, cleaned and functionally tested. The software was upgraded to 3.6.2.